Event description:
Rptr with complaint of retrograde memory loss (almost total for 6 mos preceding the date shock was commenced), loss of some skills, such as typing and creative writing and psychological distress similar to what has since been labeled as "post-traumatic stress syndrome." Rptr has recurring nightmares 20 to 30 yrs after it happened and has been unable to recover emotionally from the horror of the experience. Rptr cites dr speaking on the abc news closeup "medicine & madness" which aired on 5/26/77: "but quite aside from the hazard in the sense of actual physical hazard - I think that the individual can certainly experience it as something that is sort of forced upon him or done to him. It can be felt as a kind of attack..."